Event description:
It was reported that post surgery, x-ray revealed that a piece of the guide wire remained inside of the pt. The surgeon revised on the same day and took out the wire. The pt is doing fine.